Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1kwpp, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient who had an implantable neurostimulator. It was reported that patient's device was explanted on (B)(6) 2018- due to an infection. No further complications were reported.